Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a trans ureteral soft lithotripsy procedure in the right kidney performed on (B)(6) 2023. During the procedure, outside the patient, it was noted that the stent was fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft broken.